Manufacturer narrative:
Device was received with a blank display due to moisture damage electronic assembly. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump just went blank after the customer jumped to the pool. The customer's blood glucose level was 10.7 mmol/l at the time of the incident. The customer stated that the display was not blank less than 30 seconds and did not return and the display was blank currently. The customer was calling back with blank display after receiving new battery cap. The insert battery alarm displayed on the pump screen. The customer stated that the contacts on the battery cap are neither missing nor damaged. The display did not return after the insulin pump restart. The device will be returned for analysis.